Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has intermittent problem pointing to the data acquisition board. The customer reported there was no patient involvement.

Manufacturer narrative:
On 01/07/2016, attempts were made to obtain further information regarding the device. To date no further details have been received. The service history record was reviewed and no repair information was found.